Event description:
Independent pca bolus delivery reported: the pump and bolus cord were returned from clinical service with a note stating "broken, bolus delivery without the pt pendant being pushed". There was no tracking information (nurse, location, patient) included on the note. The customer contact states that they checked with risk management and there was no incident report generated with this serial number. There was no programming or event info available. Though requested, there was no add'l info available.